Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error twice. Customer's blood glucose level was 400 mg/dl. Her doctor stated that she was not receiving enough insulin. The insulin pump was bumped. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had no button error alarm. We were unable to perform any test due to keypad unresponsive. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.